Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with dialysis unk. The customer states 19cm palindrome was initially placed on a (B)(6) female on (B)(6) 2012. Venous lumen got broken and was replaced by a repair kit on (B)(6) 2013. On the night of (B)(6) 2013 pt noticed leakage from the catheter and clamped it. The catheter was removed on the (B)(6) 2013. The tip of the catheter was sent to laboratory and it was positive to (B)(6).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.